Event description:
The nurse at the hospital, reported to our customer care, while observing a surgery, it was noticed after the surgery was completed the t-handle and the reamer couldn't be disassembled.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.